Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing separated. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010454. Batch/lot #: 21015208. It was reported by customer that while performing usual task/procedure, two sets of the tubing came apart. No harm to patient or staff member occurred because the tubing broke just by handling it and no drug material was being used at the time. One set of tubing came apart at the top of the filter where the tubing connects to the plastic inline filter. A second set of tubing came apart at the top of the drip chamber where the vent cap is attached to the drip chamber.

Manufacturer narrative:
H.6 investigation summary: no photo or sample was received with the customer's complaint of separation. Without further information like a physical sample- the complaint cannot be verified and the root cause remains unknown. A device history record review for model 10010454 lot number 21015208 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing separated. This occurred two times. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010454, batch/lot #: 21015208. It was reported by customer that while performing usual task/procedure, two sets of the tubing came apart. No harm to patient or staff member occurred because the tubing broke just by handling it and no drug material was being used at the time. One set of tubing came apart at the top of the filter where the tubing connects to the plastic inline filter. A second set of tubing came apart at the top of the drip chamber where the vent cap is attached to the drip chamber.